Event description:
Prior to a myosure procedure for uterine tissue removal, the physician performed a hysteroscopy and found an "oval hole near the cervix yet the physician believed this is a possible false passage and not a perforation". After "18.5 minutes of cutting time" with myosure, the pt exhibited a fluid deficit of 6,000cc. Saline solution was used as a distention media. The pt's face was "swollen" and there was "fluid in her stomach." The pt was given lasix (dose unk) and admitted into the emergency room where she was intubated. The pt was extubated and discharged home on (B)(6) 2012.

Manufacturer narrative:
Lot number of the disposable device not provided by the complainant, therefore the expiration date is not known. Serial number of the myosure control unit and hysteroscope not provided by the complainant. The disposable device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the MFR date is not known. Device history record (DHR) review was not able to be conducted for the myosure system as the lot number was not provided by the complainant. According to the instructions for use (IFU) warnings for continuous flow hysteroscopy: if liquid distension medium is used, strict fluid intake and output surveillance should be maintained. Intrauterine instillation exceeding 1 liter should be followed with care due to the possibility of fluid overload. Potential complications of continuous flow hysteroscopy: hyponatremia, hypothermia, uterine perforation resulting in possible injury to adjacent anatomy, pulmonary edema and cerebral edema. (B)(4).